Manufacturer narrative:
Block h6: impact code f08 captures the reportable event of hospitalization due to a laceration. Impact code f12 captures the reportable event of a laceration at the upper esophageal sphincter (ues). Block h2: correction made to d4 model number, e1 initial reporter phone number and email. The returned exalt model d scope was visually inspected. A kink was observed on the shaft of the device around the 40cm mark. No evidence of any damage was observed on the distal end of the device. The tip of the device was visually inspected: external residue was observed on the camera, no damage was observed. No issues were observed with the elevator or working channel and irrigation lumen exits. No fluid or fogging was observed inside the lens assembly. Orca a/w and suction buttons were installed into the valve ports on the exalt handle. The collars of the buttons fit flush with the scope valve collars with no issues. A seal biopsy cap was affixed to the biopsy port. A hydra water bottle cap was attached to a filled water bottle and the fluidics port on the exalt umbilicus connector. Compressed air at approximately 7psi was connected to the hydra. The orca a/w button was covered to test insufflation (air-flow through the scope and over the lens), no insufflation issues were observed. As air flowed over the lens, an image artifact indicative of fluid on the lens developed in the center of the field of view. The camera lens was visually inspected and fluid was observed in the camera, in the form of condensation on the lens. The orca a/w button was depressed to test irrigation (water-flow through the scope and over the lens), no irrigation issues were observed, as flow of water over the camera was seen in the live image. Three cycles of insufflation and irrigation were repeated, and the scope tip was submerged in water while insufflating to agitate, no additional fluidics or image issues were noted. Over time during testing, the poor quality image had cleared. The reported poor quality image complaint was confirmed. Although analysis did not identify any damage to the camera, the poor-quality image observed during testing is most likely the result of a failure of the camera assembly component to exclude fluid from the lens. Therefore, the probable cause of the reported device issue was determined to be cause traced to component failure, which indicates that the problems were traced to an expected or random component failure without a design or manufacturing issue. An investigation to address this problem is in progress. No device issues were observed which could contributed to advancement issues; the report of advancement difficulty was not confirmed. It is likely that the kink in the scope shaft observed during analysis occurred during the physician's attempt to overcome the advancement difficulty. Therefore, the cause for the advancement difficulty and the kinked shaft was determined to be adverse event related to patient condition. It is possible that the patient condition also contributed to the reported laceration, and follow up medical care required. Laceration is also captured in the product risk documentation and labeling as a potential adverse event through normal use of the device. Therefore, the cause for the reported patient impacts was determined to be known inherent risk of device. A product labeling review identified that the device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that an exalt model d single-use duodenoscope was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat common bile duct stones on (B)(6) 2023. The procedure was performed under general anesthesia. During the procedure, the physician was trying to intubate the patient but encountered difficulty advancing the scope beyond the upper esophageal sphincter (ues). After the scope had advanced past the ues, water droplets formed on the scope's lens that couldn't be cleared. The physician removed the scope and switched to a second exalt scope. While inserting the scope, a laceration in the patient's upper esophageal sphincter was observed. The physician then used an egd scope to confirm that the patient had a tear at the ues that cut through an esophageal web. Per the physician, the laceration occurred while advancing the first scope. The procedure was not able to be completed. A nasogastric (ng) tube was placed to stop any potential bleeding, but no bleeding was observed. The patient was hospitalized for three days and has fully recovered. The physician reported that they will try the procedure again in about a week. In the physician's assessment, the difficulty advancing was due to the patient's anatomy and not the scope. Following the procedure, the patient informed the physician that they had difficulty swallowing and food would sometimes become stuck in their esophagus. The physician reported that they would have adjusted their technique had they known about this prior to the procedure.

Event description:
It was reported to boston scientific corporation that an exalt model d single-use duodenoscope was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat common bile duct stones on (B)(6) 2023. The procedure was performed under general anesthesia. During the procedure, the physician was trying to intubate the patient but encountered difficulty advancing the scope beyond the upper esophageal sphincter (ues). After the scope had advanced past the ues, water droplets formed on the scope's lens that couldn't be cleared. The physician removed the scope and switched to a second exalt scope. While inserting the scope, a laceration in the patient's upper esophageal sphincter was observed. The physician then used an egd scope to confirm that the patient had a tear at the ues that cut through an esophageal web. Per the physician, the laceration occurred while advancing the first scope. The procedure was not able to be completed. A nasogastric (ng) tube was placed to stop any potential bleeding, but no bleeding was observed. The patient was hospitalized for three days and has fully recovered. The physician reported that they will try the procedure again in about a week. In the physician's assessment, the difficulty advancing was due to the patient's anatomy and not the scope. Following the procedure, the patient informed the physician that they had difficulty swallowing and food would sometimes become stuck in their esophagus. The physician reported that they would have adjusted their technique had they known about this prior to the procedure.

Manufacturer narrative:
Block h6 (patient codes): impact code f08 captures the reportable event of hospitalization due to a laceration. Impact code f12 captures the reportable event of a laceration at the upper esophageal sphincter (ues).